Event description:
On (B)(4) 2013, leica biosystems rec'd info regarding sub-optimal processing of tissue from a run completed on (B)(6) 2013. The complainant advised that tissue dehydration was inadequate, and the affected tissue samples were described as "soft". A leica applications specialist attended the laboratory on (B)(6) 2013, in order to investigate the circumstances involved in the complaint. On-site evaluation of the instrument logs indicated that a use error, which occurred when replacing a reagent(s) prior to commencement of the affected run, is the likely cause of the sub-optimal tissue processing reported. Investigation of this complaint by leica biosystems remains in progress.